Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the pumping process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support confirmed the cartridge alarm and decided to replace the pump due to consecutive alarm issues, although the caller had not previously reported alarms of this kind with this pump. The customer did not have a backup therapy available and planned to contact their healthcare provider. Technical support sent a replacement pump and provided instructions on placing the malfunctioning pump into storage mode before returning it. The customer was informed about the necessary steps to take upon receiving the new pump and was reminded to return the problematic pump through ups using the provided return box and pre-paid label within 10 days.